Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis in 3 segments. External insulation abrasion exposing the outer coil caused by friction to the device can was noted 37.2 ¿ 37.4 cm distal to suture sleeve tie impression.

Event description:
This report is to advise of an event observed during analysis.